Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
While using night aligners the patient reported "the teeth appear crooked and crowded. Clicking/locking tmj both sides. The teeth in the upper jaw are positioned too far forward and the front teeth are tipped back. The lower teeth are too far back on the right. The jaw joints exhibit some noise on opening and closing. This is likely due to the small disk in the ball and socket joint sliding around during function. We recommend comprehensive orthodontic therapy, addressing all noted problems.".